Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/09/2021. H6 component code: g07002 - device not returned. H3 investigation summary: one empty opened box, one opened box with twelve packets and thirteen unopened packets, product code sxpp1a201 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the eighteen packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or fixation tab and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H3 evaluation: the product was returned for evaluation. A visual inspection of the sample returned was conducted. Upon visual analysis of the returned product revealed that one opened sample product code sxpp1a201 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and have one side of the fixation tab broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m.

Manufacturer narrative:
Date sent to the FDA: 07/15/2021. A manufacturing record evaluation was performed for the finished device batch qlmbtq, sxpp1a40012 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? The fixation tab was broken during use. Could you please provide status of the product return? We regularly contact with sales rep about the device returning. The following information was requested, but unavailable: what was the procedure date? Was the suture intact and pulled through the tissue? Please describe the surgeon initial technique with placement of suture: was any solution infused in the surgical field where stratafix sutures were used? Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a barbed suture was used. During the procedure, the fixation tab was broken. There were no adverse consequences to the patient. No additional information was provided.